Event description:
A stent was successfully placed across the neck of the aneurysm, location not disclosed. While attempting to deploy the coil into the aneurysm, it reportedly became caught on the stent. The physician attempted to "reposition the coil behind the stent wall and it got tied up on the stent." The physician then attempted to remove the device but it broke with 5cm of the device remaining in the patient. It is unknown if any attempts were made to remove the device segment. It was reported that this segment of the device "will not obstruct flow". The patient was reported to be fine post procedure.

Manufacturer narrative:
For device interaction between stent and coil. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report.